Manufacturer narrative:
Correction to initial MDR: this 3500a MDR was submitted in error. This was not a reportable event as the surgical procedure performed was not a revision of device but rather an implant procedure.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) lead revision due to an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) lead revision due to an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned.